Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a polypectomy procedure. According to the complainant, the snare loop was difficult to extend from the sheath into the patient's colon. Insufficient cautery was observed when energy was applied, leading to excess patient bleeding. It is unknown what, if anything, was done to resolve the bleed and it is unknown what was used to complete the procedure. However, the patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant did not provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a polypectomy procedure. According to the complainant, the snare loop was difficult to extend from the sheath into the patient's colon. Insufficient cautery was observed when energy was applied, leading to excess patient bleeding. It is unknown what, if anything, was done to resolve the bleed and it is unknown what was used to complete the procedure. However, the patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the procedure was completed using another sensation micro oval snare. A labeling review was performed and no deviation was found. A ship history could not be performed as the batch/lot number was not reported. Product analysis could not be performed as the complaint device was not returned.